Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the physician was not able to affix the lead in the heart, several attempts were made, and no success. The ipl lead was inspected but no anomalies seen, another attempt was made, still no fixation. Possible issue with tip reported. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.